Manufacturer narrative:
During the device evaluation it was found that the bearings were stuck on the gear shafts. The friction caused by components not moving freely is a probable cause of overheating. The device has been repaired and will be returned.

Event description:
It was reported that during testing conducted at the manufacturer facility the saw was overheating. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.